Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that an intraocular lens (iol) was explanted one week after implantation due to blurred vision. Additional information has been requested.